Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient's mother reported that on the previous month, the patient was hospitalized with elevated blood glucose of 380 mg/dl. He was treated with an IV drip. The hospital staff advised the patient's mother that the infusion set was leaking insulin at the adapter connection. The patient changed the infusion tubing and infusion site and reconnected to the infusion device. He was released from the hospital on a month prior to original date. The mother stated that she believes the infusion tubing had been in use for 2 days. No product will be returned for evaluation.